Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received in a depleted state with voltages lower than normal. An attempt to charge the batteries failed to bring them into specification. Both batteries failed testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the fsr, the batteries were last replaced in february 2016. The user facility continuously charges the unit. The switch was in the disconnect position which is normal when not in use. The battery back-up was plugged into the control module and the charge indicator light was illuminated on alternating current (a/c) power. The power supply connector was green and the battery was getting a/c power. The fsr checked the fuses and charging assembly. The batteries were replaced. The unit operated to the manufacturer's specifications. The batteries are being returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead. There was no patient involvement.